Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found multiple errors pointing to the erbe and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found errors such as c-33, c-30 and m-11 confirming the event occurred in the field. Upon visual inspection, found a few scratches on top the cover. The unit was installed onto a well-known system and the unit displayed error c-30 and m-11 and on start-up and on monopolar coagulation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34 and c-33. This error indicates a lower or higher voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer encountered errors m-11 and c-30 on the erbe generator. The errors occur when starting the erbe and whenever bipolar energy is used. The technical service engineer (tse) had the customer power cycle the erbe but the errors persisted. The tse then had the customer disconnect the foot pedals and move the power cable to a different outlet but the issue remained. The customer did not have a third part generator or an available backup system, they were unable if they would convert the case or continue robotically. The procedure outcome is unknown with no reported injury.